Manufacturer narrative:
Field service engineer checked system and found the fluoro eer was above 10r and adjusted max fluoro dose to 9.4r/min. Fse then adjusted camera entrance dose, adjusted collimator iris, performed camera auto calibration. Fse completed operational verification per service checklist. System returned to full service by the customer.

Event description:
During eval of system, field service engineer (fse) found the fluoro eer was above 10r. There were no reports of pt injury.